Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and dislodged cannula. No lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's went to the emergency room (ER) to seek treatment for unspecified high blood glucose levels. For treatment, the patient was given (B)(6) for chest pain, diagnostic tests were run, fluids were given by intravenous (IV) and insulin. The cannula was reported dislodged and the pod was removed. The patient reported also having breathing issues. The ketones levels were high.